Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a pediatric peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient made an unspecified mistake. On an unreported date, the patient was hospitalized for the event. The patient was treated with vancomycin injection (500mg, route, duration and frequency not reported) and ceftazidime injection (1g, route, duration and frequency not reported) for peritonitis. At the time of this report, patient outcome was unknown. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information was available.